Event description:
The MFR's eval of the returned inform meter revealed that the device's internal contacts had melted. No adverse event was reported.

Manufacturer narrative:
The event occurred in other country.